Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had an ultrasound to locate a vein in their arm today and afterwards when they got into bed their buttocks hurt and they could feel the device. They stated it was not bad pain, it was the sensation of sitting on something and feeling it. They wanted to know if this was something to be concerned about and if diagnostic ultrasound was ok to have. Information was reviewed. It was recommended that the patient follow up with their managing physician if they continued to experience unexpected sensations at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.